Manufacturer narrative:
UDI#: (B)(4). The event was confirmed with radiographs received. Review of the radiographs identified: 1. Left total hip arthroplasty with presumed implant migration involving the acetabular cup to the supra acetabular region, with associated vertical orientation seen (left acetabular inclination angle of 79°). 2. Transverse fracture of the medial wall of the left acetabulum. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 2 weeks post implantation due to loosening of the cup. The cup was removed and a cage with cemented liner implanted. Attempts have been made and additional information on the reported event is unavailable at this time.